Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the morning after the patients pump implant, their "co2 levels went up and [the patient] wasn¿t able to completely breathe" on their own. They put a bipap machine on the patient for "like 2 days". The patient's baclofen was backed down to a low rate and increased very slowly (about 10% a week). It was stated, "maybe they started it out too high for me". The pump was used to deliver lioresal. The outcome of the event was not reported. Additional information has been requested and will be added if received.